Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and revision surgery on (B)(6) 2020 during which the surgeon noted there was a previous hernia repair with mesh that caused significant adhesions. It was reported that the patient underwent a revision surgery on (B)(6) 2020 during which the surgeon noted there were additional adhesions and two wall masses. He performed lysis of adhesions for approximately 2.5 hours, excised two wall masses and removed the old mesh. It was reported that the patient experienced an unknown adverse event. No additional information was provided.